Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2011. In 2016, she had surgery to bilaterally debride granulation tissue. The left side resolved but she continued to have issues with her right side. On (B)(6) 2019, the surgeon removed the right fossa component, debrided granulation tissue, and placed a silicon spacer in the joint. The surgeon plans to revise the fossa component at a later date.

Event description:
The patient's right fossa component was removed due to infection.